Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product has not been returned for investigation. The console logs from the reported day of event are consistent with complaint and showed the ¿placement signal not reliable¿ condition occurred. The root cause of the optical signal failure was an air gap, most likely from between the aic and the patient cable plug. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed a optical signal was not working, which was resolved by replacing the controller.